Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) stated that stimulation never worked, describing the sensation as either too strong or not strong enough, and that therapy was never effective despite reprogramming attempts. The patient was redirected to their managing healthcare provider. Additional information was received from the patient (pt) stating they did not say it never worked. They meant they never got much relief and it wasn't worth the bother. They will have the stimulator removed and the issue is not resolved. Additional information was received from the patient restating previous information. They claimed it was never working right so they quit wearing the device a couple of years ago. They plan on having the device taken out and the issue is not resolved.